Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2015 with the following findings: multiple pump reboot events were observed in the device's black box history. Moisture was observed underneath the display lens. The battery compartment was found to be cracked below the bumper pad. No evidence of moisture was found in the battery compartment. The audio bolus button cover was observed to be missing. A leak test was performed and a leak was found at the missing audio bolus button. During testing, the pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and moisture corrosion was found throughout the inside of the pump and on the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.